Event description:
It was reported that during patient check up, the device was observed to be in bvvi. Device was explanted and replaced.

Manufacturer narrative:
Analysis found that the reported reset was due to an anomalous component within the high voltage circuitry.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.